Event description:
Per the clinic, the patient was explanted due to a device failure caused by impact to the head at the implant site. The patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.